Event description:
It was reported that shaft break and balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst, and the shaft broke. There were no patient injuries reported.